Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose at time of incident was 27.5mmol/l. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to clear alarm with esc and act. The customer has a plunger available and advised manually push plunger and verify the insulin exit the tubing. The customer stated the insulin exited the tubing. The customer was advised to rewind pump, reinsert reservoir in pump and run manual prime to at least 5.0 units. Customer stated the insulin exit with the manual prime. The customer was advised the pump is working as designed. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 27.5mmol/l. Customer was treated with insulin pen.